Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 aug 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for gastrointestinal (gi) bleed after presenting with melena, lightheadedness, and positive occult stool at an outside center. Hemoglobin decreased from 13.5 to 8.6 while international normalized ratio (inr) was 7.8. Patient provided vitamin k and kale smoothie. Patient received 2 units of packed red blood cells (prbc). Patient underwent a double balloon enteroscopy on (B)(6) 2019 with no evidence of bleeding. The inr goal was decreased to 1.8-2.5. Patient was discharged with lovenox as a bridge.